Event description:
It is reported that during removal of a cup, the handpiece of ez out device became extremely hot, meaning that the surgeon could not longer hold it in his hand and had to cool it down with towels soaked in water. Additionally, a black substance left the handpiece at the connection with the attachment. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
An attachment device was listed as a concomitant product under the initial manufacturer report # 0001811755-2016-02768. Additional information was received and the attachment had evidence of leaking a MDR was submitted under manufacturer report # 0001811755-2017-00050 for the attachment.

Event description:
It is reported that during removal of a cup, the handpiece of ez out device became extremely hot, meaning that the surgeon could not longer hold it in his hand and had to cool it down with towels soaked in water. Additionally, a black substance left the handpiece at the connection with the attachment. There was no patient involvement, no delay, no medical intervention, and no adverse consequences. During service evaluation at the manufacturer facility, the handpiece did not leak and the associated attachment had evidence of leaking.